Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that after placement in the right subclavian vein, a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter was found to have "migrated" out of the patient. Consequently, the device was removed. The suture wing on the device was found to still be in the same place where the physician sutured it without any visible fractures. Due to the migration, part of the catheter was found to be "revealed in the air". During use, the patient was both conscious and able to move freely. Prior to implantation, the device was kept in the user facility's warehouse. No adverse effects to the patient have been reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation it was reported that a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set (c-utlm-701j-rsc-abrm-hc-rd) from lot 9553196 migrated from its suture wing. The user found no fractures on the device. Cook became aware of this event on 04mar2020 upon being notified by da chien hospital. The device was removed from the patient and no additional procedures were required. The patient reportedly experienced no adverse effects as a result of this incident. A review of documentation including the complaint history, device history record, drawing, instructions for use (IFU), quality control and specifications as well as a visual inspection, dimensional verification and functional test of the returned device was conducted during the investigation. The device was returned used with biological matter present on the surface. The movable suture wing was able to be moved with no force. No damage was noted on either the movable suture wing or catheter. Both the red and white pieces of the movable suture wing were sutured together. The suture wing was able to be removed by sliding it off the catheter with medium force. Relevant measurements, including the catheter outer diameter, were measured and all found to be within specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient controls are in place to detect this failure mode prior to release. A review of the design history file (dhf) found that the risks of this device are acceptable when weighed against the benefits. A review of the device history record (DHR) for lot 9553196, movable suture wing and catheter lumen subassemblies found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with this lot number at the time of the investigation. Since there are no related nonconformances or other complaints from this lot, there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: instructions for use 9. After catheter is in position, remove wire guide¿ winged hub can now be sutured into place. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that component failure unrelated to manufacturing or design deficiencies contributed to the failure mode. It is possible that patient movement contributed to this event, but cannot be confirmed without additional information. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.